Manufacturer narrative:
Product 419388 lead implanted (B)(6) 2003; 694965 lead implant (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the caller that the patient received multiple shocks this year by the cardiac resynchronization therapy defibrillator (crt-d). Follow up with the physician office yielded no further information. The device is still in use. No further patient complications have been reported as a result of this event.